Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain had not resolved and the infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pelvic pain/pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included multigravida and parity 5. Concurrent conditions included ingrown hair, mass, abdominal pain and abscess. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection,") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, 2 years after insertion of essure, the patient experienced infection ("infections"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal menorrhagia)"). On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had not resolved and the infection, menstrual disorder, vaginal infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure implant in (B)(6) 2014. The essure coils were deployed and 1-2 coils were seen emanating from the ostia. Diagnostic results: (B)(6) 2015, surgical pathology reports: gross description: "cervix, uterus and bilateral fallopian tubes", and consists of an intact uterus with attached cervix and attached bilateral fallopian tubes. Further sectioning of the uterus reveals a metallic spring-like device located in the area of the left fallopian tube. It measures approximately 3 cm in length and approximately 0.2 cm in diameter. The left fallopian tube to include fimbriated end measures 7.0 x 1.0 cm and grossly appears to have been previously ligated. Located on the proximal end of the fallopian tube is a metallic spring which is grossly consistent with the previously described metallic spring. The right fallopian tube to include fimbriated end measures 8.0 x 1.2 cm. Located on the proximal end is a spring-like device consistent with the previously described spring-like device most recent follow-up information incorporated above includes: on 22-aug-2018: plaintiff fact sheet received. Concomitant drug added. New events depression and mental anguish were added. Event onset date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pelvic pain/pain") and vaginal abscess ("vaginal abscess") in a 32-year-old female patient who had essure (batch no. A36524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included multigravida and parity 5. Concurrent conditions included ingrown hair, mass, abdominal pain and abscess. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection,") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2014, 1 year 4 months after insertion of essure, the patient experienced vaginal abscess (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic adhesions ("pelvic adhesions"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal mennorrhagia)") and menorrhagia ("abnormal bleeding (vaginal mennorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had not resolved and the menstrual disorder, vaginal infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety, pelvic adhesions and vaginal abscess outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain, vaginal abscess, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure imptant in (B)(6) 2014. The essure coils were deployed and 1-2 coils were seen emanating from the ostia. Diagnostic results: (B)(6) 2015, surgical pathology reports: gross description: "cervix, uterus and bilateral fallopian tubes", and consists of an intact uterus with attached cervix and attached bilateral fallopian tubes. Further sectioning of the uterus reveals a metallic spring-like device located in the area of the left fallopian tube. It measures approximately 3 cm in length and approximately 0.2 cm in diameter. The left fallopian tube to include fimbriated end measures 7.0 x 1.0 cm and grossly appears to have been previously ligated. Located on the proximal end of the fallopian tube is a metallic spring which is grossly consistent with the previously described metallic spring. The right fallopian tube to include fimbriated end measures 8.0 x 1.2 cm. Located on the proximal end is a spring-like device consistent with the previously described spring-like device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received. Events- "pelvic adhesions, vaginal abscess". Event infection replaced with vaginal infection. Lot number added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pelvic pain/pain") and vaginal abscess ("vaginal abscess") in a 32-year-old female patient who had essure (batch no. A36524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included multigravida and parity 5. Concurrent conditions included ingrown hair, mass, abdominal pain and abscess. Concomitant products included paracetamol (acetaminophen). On(B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection,"), vaginal haemorrhage ("abnormal bleeding (vaginal mennorrhagia)"), menorrhagia ("abnormal bleeding (vaginal mennorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), depression ("depression") and anxiety ("mental anguish"), 1 month 3 days after insertion of essure. On (B)(6)2014, the patient experienced vaginal abscess (seriousness criterion medically significant). In october 2014, the patient experienced pelvic adhesions ("pelvic adhesions"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with diagnostic laproscopy, lysis of adhesions and diagnostic hysteroscopy and surgery (laparoscopically assisted vaginal hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain was resolving, the vaginal abscess, menstrual disorder, vaginal infection, dysmenorrhoea, depression, anxiety and pelvic adhesions outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain, vaginal abscess, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure imptant in march 2014. The essure coils were deployed and 1-2 coils were seen emanating from the ostia. Diagnostic results: (B)(6)2015, surgical pathology reports: gross description: "cervix, uterus and bilateral fallopian tubes", and consists of an intact uterus with attached cervix and attached bilateral fallopian tubes. Further sectioning of the uterus reveals a metallic spring-like device located in the area of the left fallopian tube. It measures approximately 3 cm in length and approximately 0.2 cm in diameter. The left fallopian tube to include fimbriated end measures 7.0 x 1.0 cm and grossly appears to have been previously ligated. Located on the proximal end of the fallopian tube is a metallic spring which is grossly consistent with the previously described metallic spring. The right fallopian tube to include fimbriated end measures 8.0 x 1.2 cm. Located on the proximal end is a spring-like device consistent with the previously described spring-like device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Reporter information updated. Event onset dates updated. Outcome of event pain changed to recovering/ resolving and bleeding changed to recovered/ resolved incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pelvic pain/pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included multigravida and parity 5. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal mennorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual bleeding") and vaginal infection ("vaginal infection,"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had not resolved and the infection, menstrual disorder, vaginal infection, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure implant in (B)(6) 2014. The essure coils were deployed and 1-2 coils were seen emanating from the ostia. Diagnostic results: (B)(6) 2015, surgical pathology reports: gross description: "cervix, uterus and bilateral fallopian tubes", and consists of an intact uterus with attached cervix and attached bilateral fallopian tubes. Further sectioning of the uterus reveals a metallic spring-like device located in the area of the left fallopian tube. It measures approximately 3 cm in length and approximately 0.2 cm in diameter. The left fallopian tube to include fimbriated end measures 7.0 x 1.0 cm and grossly appears to have been previously ligated. Located on the proximal end of the fallopian tube is a metallic spring which is grossly consistent with the previously described metallic spring. The right fallopian tube to include fimbriated end measures 8.0 x 1.2 cm. Located on the proximal end is a spring-like device consistent with the previously described spring-like device most recent follow-up information incorporated above includes: on 19-mar-2018: plaintiff fact sheet received: reporters details added. Event added as abnormal bleeding (vaginal mennorrhagia), dysmenorrhea (cramping), vaginal infection, essure confirmation test not done. Case medically confirmed. Relevant lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pelvic pain/pain") and vaginal abscess ("vaginal abscess") in a 32-year-old female patient who had essure (batch no. A36524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included multigravida and parity 5. Concurrent conditions included ingrown hair, mass, abdominal pain and abscess. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection,") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2014, 1 year 4 months after insertion of essure, the patient experienced vaginal abscess (seriousness criterion medically significant). In october 2014, the patient experienced pelvic adhesions ("pelvic adhesions"). In january 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal mennorrhagia)") and menorrhagia ("abnormal bleeding (vaginal mennorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 7-apr-2015. At the time of the report, the pelvic pain had not resolved and the vaginal abscess, menstrual disorder, vaginal infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety and pelvic adhesions outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain, vaginal abscess, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure imptant in march 2014. The essure coils were deployed and 1-2 coils were seen emanating from the ostia. Diagnostic results: 07apr2015, surgical pathology reports: gross description: "cervix, uterus and bilateral fallopian tubes", and consists of an intact uterus with attached cervix and attached bilateral fallopian tubes. Further sectioning of the uterus reveals a metallic spring-like device located in the area of the left fallopian tube. It measures approximately 3 cm in length and approximately 0.2 cm in diameter. The left fallopian tube to include fimbriated end measures 7.0 x 1.0 cm and grossly appears to have been previously ligated. Located on the proximal end of the fallopian tube is a metallic spring which is grossly consistent with the previously described metallic spring. The right fallopian tube to include fimbriated end measures 8.0 x 1.2 cm. Located on the proximal end is a spring-like device consistent with the previously described spring-like device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-sep-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pelvic pain/pain') and vaginal abscess ('vaginal abscess') in a 32-year-old female patient who had essure (batch no. A36524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included multigravida, parity 5, nabothian cyst and paratubal cyst. Concurrent conditions included ingrown hair, mass, abdominal pain and abscess. Concomitant products included paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection,"), vaginal haemorrhage ("abnormal bleeding (vaginal mennorrhagia)"), menorrhagia ("abnormal bleeding (vaginal mennorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), depression ("depression") and anxiety ("mental anguish"), 1 month 3 days after insertion of essure. On (B)(6)2014, the patient experienced vaginal abscess (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic adhesions ("pelvic adhesions"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with diagnostic laproscopy, lysis of adhesions and diagnostic hysteroscopy and surgery (laparoscopically assisted vaginal hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, vaginal infection, vaginal haemorrhage and menorrhagia had resolved and the vaginal abscess, menstrual disorder, dysmenorrhoea, depression, anxiety and pelvic adhesions outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain, vaginal abscess, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure imptant in (B)(6) 2014. The essure coils were deployed and 1-2 coils were seen emanating from the ostia. Diagnostic results: (B)(6)2015, surgical pathology reports: gross description: "cervix, uterus and bilateral fallopian tubes", and consists of an intact uterus with attached cervix and attached bilateral fallopian tubes. Further sectioning of the uterus reveals a metallic spring-like device located in the area of the left fallopian tube. It measures approximately 3 cm in length and approximately 0.2 cm in diameter. The left fallopian tube to include fimbriated end measures 7.0 x 1.0 cm and grossly appears to have been previously ligated. Located on the proximal end of the fallopian tube is a metallic spring which is grossly consistent with the previously described metallic spring. The right fallopian tube to include fimbriated end measures 8.0 x 1.2 cm. Located on the proximal end is a spring-like device consistent with the previously described spring-like device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received. Outcome for pelvic pain and vaginal infection added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pelvic pain/pain') and vaginal abscess ('vaginal abscess') in a 32-year-old female patient who had essure (batch no. A36524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included multigravida, parity 5, nabothian cyst and paratubal cyst. Concurrent conditions included ingrown hair, mass, abdominal pain and abscess. Concomitant products included paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection,"), vaginal haemorrhage ("abnormal bleeding (vaginal mennorrhagia)"), menorrhagia ("abnormal bleeding (vaginal mennorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), depression ("depression") and anxiety ("mental anguish"), 1 month 3 days after insertion of essure. On (B)(6)2014, the patient experienced vaginal abscess (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic adhesions ("pelvic adhesions"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with diagnostic laproscopy, lysis of adhesions and diagnostic hysteroscopy and surgery (laparoscopically assisted vaginal hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, vaginal infection, vaginal haemorrhage and menorrhagia had resolved and the vaginal abscess, menstrual disorder, dysmenorrhoea, depression, anxiety and pelvic adhesions outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain, vaginal abscess, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure imptant in (B)(6) 2014. The essure coils were deployed and 1-2 coils were seen emanating from the ostia. Diagnostic results: (B)(6)2015, surgical pathology reports: gross description: "cervix, uterus and bilateral fallopian tubes", and consists of an intact uterus with attached cervix and attached bilateral fallopian tubes. Further sectioning of the uterus reveals a metallic spring-like device located in the area of the left fallopian tube. It measures approximately 3 cm in length and approximately 0.2 cm in diameter. The left fallopian tube to include fimbriated end measures 7.0 x 1.0 cm and grossly appears to have been previously ligated. Located on the proximal end of the fallopian tube is a metallic spring which is grossly consistent with the previously described metallic spring. The right fallopian tube to include fimbriated end measures 8.0 x 1.2 cm. Located on the proximal end is a spring-like device consistent with the previously described spring-like device. Lot number:a36524 manufacturing date:2012-08 expiration date:2015-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pelvic pain/pain') and vaginal abscess ('vaginal abscess') in a 32-year-old female patient who had essure (batch no. A36524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included multigravida, parity 5, nabothian cyst and paratubal cyst. Concurrent conditions included ingrown hair, mass, abdominal pain and abscess. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection,"), vaginal haemorrhage ("abnormal bleeding (vaginal mennorrhagia)"), menorrhagia ("abnormal bleeding (vaginal mennorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), depression ("depression") and anxiety ("mental anguish"), 1 month 3 days after insertion of essure. On (B)(6) 2014, the patient experienced vaginal abscess (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic adhesions ("pelvic adhesions"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with diagnostic laproscopy, lysis of adhesions and diagnostic hysteroscopy and surgery (laparoscopically assisted vaginal hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal infection, vaginal haemorrhage and menorrhagia had resolved and the vaginal abscess, menstrual disorder, dysmenorrhoea, depression, anxiety and pelvic adhesions outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain, vaginal abscess, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure imptant in (B)(6) 2014. The essure coils were deployed and 1-2 coils were seen emanating from the ostia. Diagnostic results: (B)(6) 2015, surgical pathology reports: gross description: "cervix, uterus and bilateral fallopian tubes", and consists of an intact uterus with attached cervix and attached bilateral fallopian tubes. Further sectioning of the uterus reveals a metallic spring-like device located in the area of the left fallopian tube. It measures approximately 3 cm in length and approximately 0.2 cm in diameter. The left fallopian tube to include fimbriated end measures 7.0 x 1.0 cm and grossly appears to have been previously ligated. Located on the proximal end of the fallopian tube is a metallic spring which is grossly consistent with the previously described metallic spring. The right fallopian tube to include fimbriated end measures 8.0 x 1.2 cm. Located on the proximal end is a spring-like device consistent with the previously described spring-like device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for pelvic pain and vaginal infection added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.